Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer stated when using this product, immediately blood started to gush from the tube holder upon entering a pt's arm. The phlebotomist attempted to pull the product out of the arm of the pt, but when doing this, they pulled the tube holder back but the needle remained in the pts arm. They were able to safely remove the needle from the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.